Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : observed one opening on the anterior side assessed as surgical damage and total delamination on the plug strap side assessed as adhesive failure. No additional observation. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflated saline implant. The device has been explanted.

Event description:
Healthcare professional reported right side deflated saline implant. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflated saline implant.